Manufacturer narrative:
E1: patient country: egypt. Name: medtronic minimed, country: united states of america, street address: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted the infusion set in the area which lacks sufficient subcutaneous tissue which might have led to bent cannula on (B)(6) 2026. The patient experienced high blood glucose level (440 mg/dl) which was treated with manual injection. The event occurred on the first day of insertion and the site of insertion was abdomen.